Manufacturer narrative:
The customer reported amp board warnings at the fs, fl4 and fl5/aux channel positions of their fc 500 flow cytometer. The customer technical specialist (cts) assisted the customer with troubleshooting. The customer attempted to flush the instrument and ran flowcheck without issue. The cts documented that the warnings may have been caused by a fluidics issue and there were no tarpon amp boards replaced. Since the tarpon amp board failure can be an intermittent issue, beckman coulter is filing this event in an abundance of caution. Bec is filing an MDR for this event based on the FDA classification of the 08 jan 2018 urgent medical device recall as a class I recall on 20 nov 2018 (recall number z-0471-2019 for fc 500; recall number z-0472-2019 for epics xl/xlmcl). Bec internal identifier - case-(B)(4).

Event description:
The customer reported amp board warnings at the fs, fl4 and fl5/aux channel positions of their fc 500 flow cytometer. There was no report of death, injury, or change to patient treatment as a result of this event.